Event description:
It was reported that during an ipom hernia repair laparoscopic procedure, mesh fixation tacks initially functioned properly deploying the first 10¿12 tacks without issue. After this point, no tacks were being released despite multiple attempts. Subsequently 2¿3 tacks suddenly came out together without applying mechanical pressure. Intracorporeal suturing was required to complete the case due to the device malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: abstack15, abstack15 abs fixation device 15 tacks (lot#:n5d1439y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.